Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. The implanting surgeon reported they had not seen the patient since (B)(6) 2017, and the patient did not report this event to them. No symptoms or further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator (ins) was put in the worst placement. The patient had to lay in the fetal position, and it took five minutes to get a good connection. The patient was not sure, but he thought the implant might be moving. The positioning was on his right side when he wanted it on his left, so he could not wear his gun. No symptoms or further complications were reported/anticipated.